Event description:
A customer contacted beckman coulter inc. (Bci) in regards to drifting ise (ion selective electrode) result generated by unicel dxc 600i synchron access clinical system. The result was reported out of the laboratory, and had to be amended. The results are shown. The customer stated that the patient treatment was impacted, but they do not know if the patient was harmed.

Manufacturer narrative:
Qc was within the established ranges but showed evidence of imprecision. A bci field service engineer (fse) replaced some hardware components including wash collar and modular chemistry probe. A definitive root cause for this event has not been determined.